Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer stated that he was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 613 mg/dl. On the morning of the hospitalization, the customer woke up with a blood glucose reading of 498 mg/dl, body aches and vomiting. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump was unable to complete the prime test due to multiple no delivery alarms. Advised the customer that the insulin pump would be replaced. Nothing further was reported.